Manufacturer narrative:
The device has been returned but evaluation has yet to be completed. A supplemental report will be submitted upon completion of the evaluation and investigation, or if any additional information is provided by the user facility (follow up is currently being performed). A supplemental report will be submitted upon completion of the evaluation and investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a decreased pressure issue when using the uhi-4 high flow insufflation unit. The event was found at preparation for use and there was no patient harm reported as a result.

Manufacturer narrative:
Correction: customer reported the issue occurred during a procedure (not prior to procedure, as initally reported). Customer reported the issue occurred during a lap sleeve procedure and there was a 5-minute delay due to the issue, with patient being under anesthesia at the time. The intended procedure was completed with the same device and there were no other devices use or replaced.

Event description:
Customer reported the issue occurred during a lap sleeve procedure and there was a 5-minute delay due to the issue, with patient being under anesthesia at the time. The intended procedure was completed with the same device and there were no other devices use or replaced.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to h4 (manufactured date) and section g2 was corrected to indicate that the report source is a health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the pressure issue could not be determined. Olympus will continue to monitor field performance for this device.